Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
Follow-up information from the clinic indicates that the atrial lead dislodged and the rv lead threshold had been increasing progressively. It was unknown if the patient¿s pain and nerve damage was associated with the implant/procedure.

Event description:
It was reported by a friend of the patient that one day post implant, the patient was experiencing palpitations; the patient was brought to the emergency room where they were told that the device was "up too high" and the atrial and right ventricular (rv) leads had "fallen out" and were "dangling." A revision was performed in which the leads were explanted and replaced; however, one day post revision one of the replacement leads had "fallen off again" and the patient underwent a second revision. The patient's friend also reported that the patient's right thigh was swollen, they have pain that shoots down there leg and a neurologist stated that the patient has permanent nerve damage due to the surgery. The device and replacement leads remains in use. No further patient complications have been reported as a result of this event.